Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues charging the transmitter. Blood glucose level at the time of incident was 401 mg/dl but did not report issue. Troubleshooting did not resolve issue. Will make follow up about auto mode feature. Product will not be returned.